Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was confirmed. No evidence exists in the event log to support the user's complaint. Could not test the device due to faulty latch. The latch was replaced and standard pm (preventative maintenance) was performed. Accuracy was checked. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device failed volume accuracy. No patient injury was reported.